Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis / parietal endometriotic nodule"). The patient was treated with surgery (coelio vaginal hysterectomy prepared with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, adenomyosis and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, dyspareunia, endometriosis and pelvic pain with essure. The reporter commented: she has abdominal and pelvic pain and dyspareunia which may have been linked to endometriosis with adenomyosis and right parietal endometriotic nodule, close to the epigastric vessels. Coelio vaginal hysterectomy prepared with bilateral salpingectomy for adenomyosis and resection of a parietal endometriotic nodule at the level of the epigastric vessels on the right. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis / parietal endometriotic nodule"). The patient was treated with surgery (coelio vaginal hysterectomy prepared with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, adenomyosis and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, dyspareunia, endometriosis and pelvic pain with essure. The reporter commented: she has abdominal and pelvic pain and dyspareunia which may have been linked to endometriosis with adenomyosis and right parietal endometriotic nodule, close to the epigastric vessels. Coelio vaginal hysterectomy prepared with bilateral salpingectomy for adenomyosis and resection of a parietal endometriotic nodule at the level of the epigastric vessels on the right . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included peripheral venous disease, pain, abdominal distension, pelvic discomfort, asthenia, depressed mood, menorrhagia, dyspareunia, endometriosis, adenomyosis and uterine fibroma. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis") and endometriosis ("endometriosis / parietal endometriotic nodule"). On (B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (coelio vaginal hysterectomy prepared with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, adenomyosis and endometriosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, dyspareunia, endometriosis and pelvic pain to be related to essure. The reporter commented: she has abdominal and pelvic pain and dyspareunia which may have been linked to endometriosis with adenomyosis and right parietal endometriotic nodule, close to the epigastric vessels. Coelio vaginal hysterectomy prepared with bilateral salpingectomy for adenomyosis and resection of a parietal endometriotic nodule at the level of the epigastric vessels on the right. Essure may have contributed to the occurrence of events, but this is not certain in view of the patient's concomitant pathologies. Following the discovery of endometriosis and adenomyosis, the causal link between the essure devices and the patient's events has not been formally established. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - in august 2019: adenomyosis, endometriosis and right parietal endometriotic nodule. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure removal questionnaire received: patient demographics was provided. Medical history and lab result were also provided. Essure removal was at patient's request and due to medical reason. Hysterectomy was performed due to endometriosis and adenomyosis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included peripheral venous disease, pain, abdominal distension, pelvic discomfort, asthenia, depressed mood, menorrhagia, dyspareunia, endometriosis, adenomyosis and uterine fibroma. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis") and endometriosis ("endometriosis / parietal endometriotic nodule"). On (B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (coelio vaginal hysterectomy prepared with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, adenomyosis and endometriosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, dyspareunia, endometriosis and pelvic pain to be related to essure. The reporter commented: she has abdominal and pelvic pain and dyspareunia which may have been linked to endometriosis with adenomyosis and right parietal endometriotic nodule, close to the epigastric vessels. Coelio vaginal hysterectomy prepared with bilateral salpingectomy for adenomyosis and resection of a parietal endometriotic nodule at the level of the epigastric vessels on the right. Essure may have contributed to the occurrence of events, but this is not certain in view of the patient's concomitant pathologies. Following the discovery of endometriosis and adenomyosis, the causal link between the essure devices and the patient's events has not been formally established. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - in (B)(6) 2019: adenomyosis, endometriosis and right parietal endometriotic nodule.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.